Manufacturer narrative:
Date sent to the FDA: 02/03/2012.(B)(4). Conclusion: received one device for evaluation. The device was visually evaluated. The evaluation of the sample indicates that the sample is conforming by all the parameters.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the customer that there is no lumen behind the black mark on the drain and therefore no suction was possible. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4): inaccurate placement of the black locator dot of the drain. It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was placed. The drain was used for approximately three hours when they noticed it was not functioning correctly. The area behind the black dot still presented with 4 channels of open drainage along the sides and not a close tube, therefore, no suction could build up. The drain had to be surgically replaced. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.